Event description:
The customer's parents called to report that the customer was admitted to the emergency room for high bgs. It was stated the customer was passing large ketones. It was informed that the bgs. Were due to the basal rates that were erased after an alarm occurred. Bgs were treated with manual injections.